Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range pace impedance measurements and loss of capture at routine follow up. Noise was observed when the patient would move their shoulder. An x-ray was obtained that suggested the lead was pressed upon by the patient's clavicle though there was no report of obvious lead damage. The physician programmed therapy off and hospitalized the patient pending system revision to explant and replace the rv lead which will likely take place at another facility at an unknown time. It was noted that the patient is not pacemaker dependent and no adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.